Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after a hemicolectomy procedure, six days post-op, leaks were detected on the staple line. It was right at the center of the staple line where there is no overlapping of staples. The patient had to undergo a revision surgery and create a stoma. There were no broken piece of the device that fell into the patient¿s body; hence, nothing had to be retrieved. It is unknown what was used to complete the procedure. One device and two reloads were discarded.

Manufacturer narrative:
(B)(4). Additional information: batch # unk. Additional information received: what kind of revision surgery was done? Creation of a stoma was done. What color of cartridges was used throughout the case? Tcr100 x2 were other stapling devices used in the procedure? None. What technique was used to close the common channel? Side to side anastomosis. Is it standard technique of this surgeon to use a 100 mm device on the colon? Yes. Which staple line did the leak occur; was it the staple line to create the common channel or the staple line to close the common opening? Staple line to create common channel leaked at the centre. Were there any issues with staple formation? If yes, please explain. Unknown, the leak appeared 6 days post-op and they could not explain it. How was the leak detected? Post-op check up. How was the leak addressed? Re-op and creation of stoma. Is the stoma temporary or permanent? Permanent.